Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was in a vehicular accident the day of the call; he was injured and the insulin pump damaged and it was not functioning. It was stated there was a serious injury or hospitalization. Customer's mother was unable to continue with the call and no further details were obtained at the time.